Manufacturer narrative:
Patient information was not provided. PMA 510(k):. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that water probes taken from the sorin heater-cooler system 3t tested positive for mycobacteria chimaera. There was no report of patient injury. The unit had been returned to the manufacturer for deep disinfection in october 2015. The unit was returned to the customer with 0 cfu and subsequent testing at the facility in december 2015 and april 2016 confirmed that the unit was clear of contamination. Follow-up communication with the customer revealed that the unit was used within the or and the facility has removed the heater-cooler from service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The facility plans to return the contaminated device to sorin group (B)(4) for investigation and deep disinfection. A follow-up report will be submitted when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that water probes taken from the sorin heater-cooler system 3t tested positive for mycobacteria chimaera. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The test results for the water samples taken after the deep disinfection performed in (B)(6) 2015 were reviewed. These results confirm that the unit was sent back to the customer germ-free (0 cfu / no ntm). Additionally, the customer stated that the first two samples taken after deep disinfection ((B)(6) 2015 and (B)(6) 2016) were negative. The first positive water samples came in (B)(6) 2016 almost one year after the deep disinfection was performed at livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the user cleaned and disinfected the unit according to the instructions for use (IFU) after the positive test result was received. Subsequent water testing showed no contamination. The exact root cause could not be determined based on the information provided. However, possible causes include cross-contamination or failure to follow cleaning instructions per the instructions for use (IFU). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, a field safety notice has been released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU).